Manufacturer narrative:
Product analysis: visually confirmed the set screw is fractured approximately ~1 thread up from the distal tip of the set screw. Microscopic examination of the fracture surface appears to emanate from the root of the thread, following the thread helix, with downward deformation of the sheared portion of the thread. The outer hex does not appear to be damaged however, the inner hex does show signs of deformation. The above observations are consistent with torsional shearing of the thread during tightening. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent classic osteosynthesis procedure from t5 to t9 due to fracture at t7. Intra-op, at the end of surgery, while performing the final tightening, the extremity portion of the implant broke. The broken implant has been removed from the patient's body. No patient symptoms or complication were reported as result of this event.